Event description:
The consumer reported that they have had reoccurring eye infections (ou) with lens wear. Per the consumer, their ecp prescribed steroid eye drops. In the absence of medical information this alleged event is being reported out of an abundance of caution.